Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (95% stenosis degree) in a severely tortuous segment of the distal lad. Despite pre-dilation, the device was unable to be delivered to the target lesion due to challenging lesion anatomy. Resistance was encountered during the attempt to cross the lesion.

Manufacturer narrative:
Combination product: yes.